Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D10: unk 50mm continuum cementless cup. Unk cemented cmk original concept stem 102. Unk ceramic head. G2: foreign: japan. G2: tanino, h., mitsutake, r., & ito, h. (2024). Interposition of the fracture fragment of a vitamin e-blended, highly crosslinked polyethylene liner after total hip arthroplasty: a case report. Clinical case reports, 12(12). Https://doi.org/10.1002/ccr3.9561. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported per a publication report that the patient underwent an initial right total hip arthroplasty on an unknown date. Subsequently, 4-years 8-months post initial surgery, the patient went to the ed due to a fall at work and right hip dislocation. Imaging 3-months post dislocation showed nonconcentric incomplete reduction resulting in right hip revision. During the revision the cup and stem were noted to be well fixed, the liner was fractured. The head, liner, and cup were explanted without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6. Visual examination of the provided pictures within the publication identified an explanted elevated rim liner with a fractured piece at the junction of the hemispherical portion of the inner liner. An intraoperative image was also included showing the fracture fragment interposed between the femoral head and liner. No products were returned, no further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. The publication was provided and reviewed by a health care professional and identified the following: the patient went to hospital due to a fall at work and right hip dislocation. Following closed reduction patient able to walk but complained of pain, felt a grinding sensation, and reported falling several more times. Patient underwent revision, finding found liner was fractured at the posterosuperior elevated rim, fracture fragment was detected between femoral head and liner preventing successful reduction. A definitive root cause cannot be determined. Based on the provided images and publication, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.